Event description:
The customer's spouse reported via telephone call that the insulin pump was dropped by someone when the customer was in a surgery. The insulin pump alarmed for a button error. The blood glucose reading was 245 mg/dl. The customer treated with a shot of insulin. The customer's spouse reported that the insulin pump showed no signs of damage. The spouse reported that the drive support cap appeared normal and recessed. The customer was advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.